Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
It was reported that a beta bionics ilet user had a hyperglycemic episode reaching a peak of 400 mg/dl blood glucose (bg). She noticed insulin outside of the stopper when completing a supply change. There was no obvious damage noted and the user confirmed following proper procedure when filling. After a supply change, insulin delivery resumed, and bg was confirmed as down trending.